Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial#: (B)(4), product type: recharger. Product ID: 37761, serial# (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the recharger was not charging and the desktop charger (dtc) connector pin was loose and wiggling. A replacement dtc was sent to the patient. No symptoms were reported at the time of the event. They called back on (B)(6) stating that they received the replacement desktop charger and they still could not connect to charge the ins. They stated she had the insr plugged into the dtc and that is plugged into the wall outlet but the patient was not able to see her insr is charging. Patient services was sending the repair team a request to replace the insr. They called back on (B)(6) stating that they had gotten a new dtc and recharger however still not able to get the device to start charging. They stated she was getting no stimulation and had not been able to for 3 weeks. It was reviewed that they had a possible over discharge. During the call, the patient was able to charge and was going to sit and charge up. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 97754, serial# (B)(4), product type: recharger; product ID: 37761, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the replacements resolved the issues. No further complications were reported or anticipated.